Manufacturer narrative:
Additional information provided.

Event description:
The customer reported that on 15 wt cardiology, a line for a peripheral IV became disconnected during patient use. The line disconnected from maxzero, and d5ns had been running continuously through the line for a day. The rate of the infusion was 46 ml/hour. The IV tubing was replaced. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that on 15 wt cardiology, a line for a peripheral IV became disconnected during patient use. The line was attached to a maxzero, and IV fluids had been running continuously through the line for a day. The IV tubing was replaced. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a tubing line disconnecting from a maxzero was not confirmed. Visual inspection of the primary set showed no signs of damage or abnormalities. Functional and pressure testing resulted in no leaking or disconnections. The maxzero valve was not received for investigation. The root cause of the failure was not determined.

Event description:
The customer reported that on 15 wt cardiology, a line for a peripheral IV became disconnected during patient use. The line disconnected from maxzero, and d5ns had been running continuously through the line for a day. The rate of the infusion was 46 ml/hour. The IV tubing was replaced. There was no patient harm.

Event description:
The customer reported that on 15 wt cardiology, a line for a peripheral IV became disconnected during patient use in the nicu. The line disconnected from maxzero, and d5ns had been running continuously through the line for a day. The rate of the infusion was 46 ml/hour. The IV tubing was replaced. There was no patient harm.

Manufacturer narrative:
Additional information provided: event.